Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted stem is covered with bio-debris and no physical damage can be seen. Complaint confirmed based on the evaluation of the provided image and x-rays. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs provided were reviewed by a health care professional: implant alignment is maintained. There is no loosening of the arthroplasty components. There is radiolucency along the two proximal fixation screws and along the proximal lateral femur/plate interface and these screws may be loose. There are two proximal femoral defects and questionable loosening of the proximal plate and screw fixation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: country: new zealand. H10: cat# 11-301321, lot# 394300, rcos con sz a std 70mm. Cat# 163668, lot# 436570, 32mm mod head cocr -3mm neck. Cat# 0202263018, lot# 2869414, ncba periprosthetic femur plate, proximal, right, 18 holes, 363 mm. Cat# 00223200418, lot# 63981511, cable cerclage cable w/crimp 1.8 mm dia. 635 mm length. Cat# 47223206001, lot# 4502046392, ncba cable button for ncba polyaxial locking plate, 2.5 mm hex drive. Cat# unknown, lot# unknown ncb locking caps qty x 15. Cat# unknown, lot# unknown ncb 5mm unicortical screws - various lengths. Cat# unknown, lot# unknown ncb 5mm cortical screws - various lengths. Cat# unknown, lot# unknown ncb 4mm cortical screws - various lengths. Cat# unknown, lot# unknown continuum cup. Cat# unknown, lot# unknown liner. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-02203. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years post implantation of a right total hip arthroplasty, the patient was revised due to pain and loosening. This patient has had multiple surgeries on this joint as well as the opposite joint. However, the type of surgeries and products involved in the previous surgeries were unspecified due to patient privacy laws. During the surgery, a plate was removed easily, and the stem was loose as expected, and was also easily removed. The joint was subject to aggressive debridement and prepped for new implants. The original cup and liner were left in situ. The revision surgery went as planned. Though requested, no further information was available.